Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. As no device was received for analysis, it is not possible to determine if the patient complications occurred as a direct result of the taxus device. All taxus express 2 units for batch # 7391950 conformed to the preventive measures / current controls as detailed in product specifications, taxus express 2 stent system for all drug coated stent devices. A review of the manufacturing records for this particular batch namely top assembly batch # 7391950 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure very late thrombosis was discovered. The patient had a 3.0x32mm taxus express2 drug eluting stent implanted in the mid left anterior descending (lad) artery and a 3.0x12mm taxus express2 des implanted in the distal right coronary artery (rca). At 672 days later, thrombosis was found at the proximal edge of the lad stent and in the mid section of the rca. The lad thrombosis was treated with aspiration thrombectomy as well as angioplasty. The rca thrombosis was treated with 2 aspiration thrombectomy treatments and the implantation of 2.75x12mm liberte bare metal stent (bms) as well as 2 non-bsc bms. The patient was listed as stable at the completion of the procedure. The patient was started on integrilin. Later that day, the patient became hypotensive. A code was called and during intubation, it was found that the patient had blood coming from the upper gi tract. The patient was transfused. Asa, plavix and other anticoagulants were withheld. The following day, the patient was found to have an "atherosclerotic artery which was bleeding in the stomach which was coagulated and complete cessation of bleeding". Plavix and asa were resumed. During of all this, the patient also developed stroke. Gradually the patient was able to be taken off the ventilator. His neurological status started to gradually improve. A peg tube was inserted for feeding purposes. He has been gradually improving very slowly. The patient was transferred from acute care to a nursing care facility to continue rehabilitation and physical therapy. The patient was discharged.